Manufacturer narrative:
Arjo received a customer complaint where it was indicated that the alenti device tipped over with the resident. The resident was agitated and fidgeting, the lift then start wobbling and the resident¿s upper body leaned forward and the lift tipped over. The resident was not injured as a result of this fall. An arjo technician visited the customer to inspect the device. The technician found that the safety belt was not present with the lift, the brakes were not applied, the floor was slopped and the lift was at the top position. The technician performed a functional test on the lift and no malfunction was identified. The safety belt helps the patient stay positioned properly on the seat. The alenti operating and daily maintenance instructions (IFU 4.cd.02) instructs how to attach and place the safety belt around the resident: ¿attach the belt in the back of the seat¿; ¿place the belt around the resident¿s waist. Thread the long strap through the buckle and the loop. Tighten the strap and lock. The IFU also indicates that the brakes should be applied during the transfer: ¿always ensure that the brake on the lift hygiene chair is activated when transferring a patient¿; ¿the brake always is activated when the lift hygiene chair not is in use.¿ additionally the IFU states: "warning: make sure the patient is sitting straight upright in the middle of the seat". "The resident needs to be able to sit in an upright position, normally defined as active or semi-active." Design of alenti bathing lift is attested and fulfills the requirements of stability. With reference to tuv tests conducted in 2004 and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position. Based on the received information and performed analysis the device tipping could be a result of several issues: the brakes and the safety belt not applied, patient moving on the chair when the lift was in the highest position, floor being slopped. In summary, the alenti hygiene chair was used for resident handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device conducted by arjo representative who visited the customer site there was no technical deficiency found. This complaint was decided to be reportable due to indication of a device tipping with a resident on it.

Event description:
Arjo received a customer complaint where it was indicated that the alenti chair tipped over with resident. Following the information collected the chair was at the extreme top. The resident was agitated and fidgeting. The lift then proceeded to roll sideways and the resident upper body shifted over the arms and the lift tipped over. No injury or other medical consequences were reported.

Manufacturer narrative:
Additional information will be provided in the final report upon investigation conclusions.